Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. There was no capture at maximum device outputs along with decreased sensing amplitudes with observed undersensing. Initially reprogramming was performed and the lead was later revised and remains in use. No patient complications have been reported as a result of this event.